Event description:
It was reported that the atrial lead became dislodged. The lead could not be repositioned, so it was explanted and replaced. It was found to have tissue in the helix preventing attachment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Evaluation summary: the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the distal lv electrode of the lead was covered in blood, and the helix of the lead was extrinsically bent; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.